Manufacturer narrative:
It was reported that the device could not be recaptured by the delivery sheath. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 11mm amplatzer septal occluder was chosen for implantation utilizing a amplatzer trevisio delivery system. During implantation, the occluder could not be recaptured by the delivery sheath. Two other delivery systems were used to attempt recapture but failed. The patient was then sent to surgery to have the occluder explanted and the asd repaired.